Event description:
It was reported that during procedure the physician attempted to place a coil in an aneurysm. The coil was repositioned two or three times. The physician removed the delivery wire as the coil and delivery wire were unable to be moved in a one-to-one motion. When the delivery wire was removed, it was noted that the coil was detached and approximately 4cm of the coil tail protruded into the parent vessel. The physician attempted to remove the coil with a goose neck snare, but was unsuccessful. A stent was deployed to secure the coil against wall of the parent vessel. The procedure was completed with no consequence to the patient.

Event description:
It was reported that during procedure the physician attempted to place a coil in an aneurysm. The coil was repositioned two or three times. The physician removed the delivery wire as the coil and delivery wire were unable to be moved in a one-to-one motion. When the delivery wire was removed, it was noted that the coil was detached and approximately 4cm of the coil tail protruded into the parent vessel. The physician attempted to remove the coil with a goose neck snare, but was unsuccessful. A stent was deployed to secure the coil against wall of the parent vessel. The procedure was completed with no consequence to the patient.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the device performance during procedure.